Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a varices banding procedure. According to the complainant, during the procedure, a very small varix was being banded. Reportedly, after deployment, the band did not stay positioned; "it rolled over the varix." The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.